Manufacturer narrative:
Device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced leakage at site on 05-apr-2024. The blood glucose level of the patient ranged between 197 to 275 mg/dl. The issue occurred with five similar types of infusion sets used for 12-24 hours and the site was patient's abdomen. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.